Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024, the patient's mother performed a system controller exchange without clearing it with the ventricular assist device (vad) team first. The next morning, the alarms had already cleared. It appeared that the alarm was due to a backup battery fault. Ventricular assist device (vad) numbers were stable at the time and appeared to be running appropriately. Device interrogation showed a replace backup battery alarm. Log files captured the system controller exchange, but the clock was not synced resulting in the default date/time 01jan2000. The last couple lines of data showed that the clock was synced. Nothing unusual was noted after the exchange. The alarm resolved post exchange. The patient endorsed chills and overall felling poorly. The patient was admitted on (B)(6) 2024 for breakthrough sepsis related to chronic driveline infection. The patient's course was complicated by chronic serratia driveline infection with two recent hospitalizations for fever, presenting with recurrent fever to 102 degrees, tachycardia, and tachypnea. The patient presented to the hospital in the setting of 3 to 4 days of increased fever, chills and brown drainage from their driveline. The patient was treated for sepsis breakthrough with vancomycin and meropenem. On (B)(6) 2024, the patient was increasingly confused, hypotensive, stood up and urinated on the floor. A stroke alert was called for altered mental status. A computed tomography (CT) scan demonstrated a left frontal and parietal subarachnoid hemorrhage without obvious vascular abnormalities. Later in the morning, the patient started posturing in bilateral upper extremities on neurologic exam. Expansion of intraparenchymal hemorrhage (iph) was suspected and a computed tomography head (cth) was ordered. The patient was intubated with propofol and rocuronium for airway protection. Then, medical team proceeded to roll to CT scanner. The scan demonstrated interval increase in the previous left frontal iph, with intraventricular extension and blood in both the 3rd and 4th ventricles with midline shift. Repeat coagulation studies were obtained with international normalized ratio (inr) of 2.2 and partial thromboplastin time (ptt) of 40.8. An extensive goals of care discussion took place with the patient's mother at bedside and the decision was made to withdraw life support due to poor prognosis. The patient passed away on (B)(6) 2024 due to hemorrhagic stroke and chronic infection. Previous driveline infection was reported under manufacturer report number 2916596-2023-06927, 2916596-2023-06926, and 2916596-2023-00298.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the downloaded log file from the heartmate 3 system controller (serial number: (B)(6). The log file contained approximately 16 days of information (B)(6) 2024 per timestamp). At 3:33:10 on (B)(6) 2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The observed alarm did not impact the ability of the controller to operate the pump at the intended speed. At 3:54:21 on (B)(6) 2024, the driveline was disconnected, which is consistent with the reported controller exchange. The backup battery fault alarm stayed active until the controller was shut down. The returned heartmate 3 system controller passed functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. During the investigation there were incidental findings of strain relief damage, wire fatigue, and fluid ingress. Visual inspection of the heartmate 3 system controller revealed that the black and white strain reliefs were damaged. During testing, it was identified that there was slightly increased resistance in both the black and white cables; this increased resistance did not affect the functionality of the controller. The controller was able to support operation of the pump for an extended time without issue. The layers of the cables were then removed one at a time to inspect for potential areas of damage. After removing the outer jackets, it was noted that there was fluid ingress throughout the cable assembly. No notable damages to the inner wires of either power cable were identified, and therefore the increased resistances were attributed to wire fatigue. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.